Event description:
Caller is the father of a pt that is using a 6dct. Caller stated that he discovered a pilot balloon seam air leak on his sons 6dct. This 6dct was placed in the pt on (B)(6) 2012 by the father. The cuff was pre-tested per the dfu's before insertion. On (B)(6) 2012, he noticed that the pt's trach was leaking air. Caller reported that the tube was removed from the pt and replaced.